Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a distal radius fracture procedure, the surgeon was implanting the devices by condylar stabilizing technique. After repositioning and implanting the plate, the surgeon drilled the bone through the guiding block and quick drill sleeve. He inserted va locking screw through the guiding block in a positioning hole. The surgeon locked screws but he could not lock the screw in the distal row, second styloid hole and the screw penetrated. He continued to the rotate screw with the torque limiter and the locking sound was confirmed. At this time, the surgeon confirmed the screw was penetrated in the patient. Reportedly the penetration screw length could not be found and could not remove screw. The plate was implanted in the patient. It was reported the surgeon could confirm locking when he inserted va screw in most proximal shaft hole. The surgeon was able to complete the procedure with the torque limiter. Reportedly the surgeon chose fixed mode and used the torque limiter, 0.8nm, in lock. This is 2 of 6 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing records were reviewed and no complaint related issues were found.